Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received a result of 6.2 mmol/l on the mobile system and was having hypoglycemia; just after this result the customer lost consciousness. Her friend, a nurse, retested the customer while she was unconscious and obtained a blood glucose result of 6.3 mmol/l on the mobile system. The nurse called for an ambulance. The emt's tested the customer and received a blood glucose result of 1.0 mmol/l on their device. The emt's treated the customer with glucose. The customer was not taken to the hospital. The lot number was not provided. Return of the suspect device was requested for evaluation.